Event description:
According to the distributor's report, the pt had a forehead laceration closed with the device. During application, the pt was sitting and the adhesive migrated to the eye and sealed it shut. The physician attempted to wipe off the adhesive but was unsuccessful. Ophthalmic ointment and finger nail polish remover was applied in attempts to remove the adhesive and open the eye. After warm water irrigation and removal of eyelashes, the eye lids were successfully opened. The pt was referred to an ophthalmologist, and diagnosed with corneal abrasions due to the removal process. Follow-up info reported the pt as doing well with no damage to the eye or vision.